Event description:
Reporter alleged obtaining a result of 270 mg/dl on the peforma combo system compared back to back with a result of 97 mg/dl on the performa system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). Absent the lot number, manufacture date cannot be determined. This medwatch report is for the performa combo suspect device system used. Reference medwatch report (B)(6) for the performa suspect device system used.